Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a piece of rubber (valve/gasket) was returned. Upon comparison the lower cannula internal seal (valve), the gasket/seal/valve was torn. The detached piece of the torn gasket/seal/valve matched. Another tear was found on the seal as well. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: activated electrocautery instrument melts part of device, instrument is too large, physical obstruction of instrument insertion, gasket or seal folding in on itself. The instructions for use (IFU) state: warnings. Special care should be taken during insertion of bladed instruments so as not to damage the cannula valve, and/or seal resulting in desufflation of the operative cavity. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported a piece of the rubber valve broke off the trocar when an operating instrument was inserted through it. The piece ended up in the patient's abdominal cavity. As reported, the pieces were seen and then retrieved by the surgeon. The complainant is not aware of any patient injury and there was no medical intervention. Extended procedure time reported was "briefly (minutes)." These are commonly used devices that are readily available.